Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Unit received with corroded battery cap. Unit received with cracked reservoir tube lip and battery tube threads. Unit received with minor scratches on display window.

Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. The customer reports that no significant event leading to the alarm, not dropped or bumped. The customer was advised that the insulin will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.